Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The sales rep opened the tray and found the screw driver was broken.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A complaint database search on the provided product code family identified similar complaints. Previous investigations contributed the root cause of this event to product design. (B)(4) was closed identifying root cause and corrective action. The CAPA identified the root cause to be inadequate design. As taken by the CAPA co (B)(4) was implemented on (B)(6) 2015 to change the material from (B)(4) stainless to (B)(4) stainless resulting in a more resilient device and one in which the failure mode changed from fracture (of the teeth) to deformation. The investigation could not draw any conclusions about the current reported breakage without the device to examine. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.